Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain and a myocardial infarction. An unspecified taxus liberte stent was implanted in a unspecified vessel. After the index procedure, prior to discharge the patient experienced recurrent chest pain lasting greater than 20 minutes. An ECG and angiography without revascularization were performed and cardiac enzymes were drawn revealing that the patient had a non q wave myocardial infarction post procedure. The patient was discharged the next day with the event listed as resolved.

Manufacturer narrative:
(B)(6).

Event description:
Same case as 2134265-2011-00272. It was further reported that the target lesion was located in the ramus with 70% stenosis and was 35 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with a 3.50 mm x 28 mm taxus liberte stent which appeared oversized compared to the rest of the artery. Ivus ruled out distal edge dissection however there was a 50% stenosis which was treated with a 2.75 x 12mm taxus liberte stent that overlapped the previous stent distally. There was 0% residual stenosis. The next day, an EKG revealed mild lateral st changes with t inversion and elevated cardiac enzymes. The patient underwent repeat cardiac catheterization which revealed no significant changes in coronary anatomy since pci. The patient was discharged on aspirin and prasugrel.